Event description:
Patient had inflammation in operative eye on pod and was diagnosed with poss tass. No testing was done. The diagnosis was made on post operative eye exam. FDA safety report ID # (B)(4).